Manufacturer narrative:
(B)(4) = jaws. Additional information was requested and the following was obtained: did the clip feed fully into the jaws? No. Did the clip feed sideways into the jaws? No information. Did the clip feed slower than usual into the jaws? No information. Was there any damage to the vessel? No. If so please explain the damage? No. How was the vessel repaired? Na. The analysis results found that the er320 device was returned with a jammed clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be yielded. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed thirteen clips as intended. During the analysis, no feeding issues were noted. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The device record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap gastrectomy, the clip was not fed into the jaws properly. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.